Event description:
It was reported that lead noise was observed. During a routine device change-out, externalized conductors were noted. Lead was explanted and replaced. Patient was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 41.6-41.7cm, 41.7-42.0cm, 41.9-42.0cm, and 42.6-42.8cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 11.6-12.9cm, 21.8-21.9cm, and 32.9-33.1cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 7.4-10.4cm from the distal tip. The etfe coating was abraded and inner coil exposed at this location, consistent with the field observation of noise.